Manufacturer narrative:
The customer performed cleaning maintenance and measuring cell preparation maintenance on the analyzer. Controls were run and were well within range. The customer concluded that these actions rectified the issue and began testing patient samples again.

Event description:
The initial reporter stated that controls were outside of range for tests run on one measuring cell of the cobas 8000 e801 module. As a precaution, the customer repeated controls for every test run on the measuring cell and repeated testing for 12 patient samples. Both control and patient results showed there was an issue with the measuring cell. The patient decided to repeat samples tested with the elecsys troponin t hs assay on a second analyzer. The repeat results confirmed that questionable results measured with the problem measuring cell were reported outside of the laboratory. The customer stated that they corrected 114 patient results. Specific data was provided for one patient sample with discrepant troponin t results. The patient sample initially resulted in a troponin t value of 24.4 ng/l when tested on the complained analyzer. When tested on the second analyzer, the result was 16.9 ng/l. The troponin t reagent lot number was 501377. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
From the provided calibration and control data, the customer used troponin t reagent lot 523685 during the time of the event. On the evening of (B)(6) 2021, controls were outside of range for troponin t on one measuring channel of the analyzer. The data suggests a transient contamination on the measuring channel that was resolved by cleaning maintenance performed by the customer. All other control data provided showed recovery that was within range, showing no indication of a general reagent issue. Calibration issues were also observed for troponin t. Failed calibrations occurred on (B)(6) 2021 and the high level control was high on (B)(6) 2021 and (B)(6) 2021. This was resolved with a new calibration performed on (B)(6) 2021, after which control recovery stabilized. The investigation could not identify a product problem. The cause of the event could not be determined.